Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's girlfriend contacted a us distributor on (B)(6) 2014 to report that the patient had a raised red rash on his back under the therapy electrodes. She reported that it he'd had it for three weeks and it was now bleeding. During a follow up on (B)(6) 2014, the patient reported that his doctor instructed him to use desitin on the rash and that the irritation was improving.